Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a pacing impedance measurement of 2,652 ohms in a bipolar configuration. No noise was observed and sensing and threshold measurements were within acceptable limits. The health care provider was to test the system in a unipolar configuration. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.